Manufacturer narrative:
The investigation confirmed that discordant (B)(6) results were obtained from four samples collected from a single patient processed using vitros hbsag confirmatory kit (lot number not provided) processed on a vitros 3600 immunodiagnostic system (s/n (B)(4)) the assignable cause is unknown. The most likely cause is a sample related issue, possibly a mutant sample. However, the customer has not provided any additional sample for further investigation and therefore this is unable to be confirmed. However, the possibility that poor reagent or vitros 3600 immunodiagnostic system performances had contributed to the result could not be ruled out entirely.

Event description:
The customer observed (B)(6) results obtained from four samples collected from a single patient, processed using a vitros hbsag confirmatory (hbcon) kit on a vitros 3600 immunodiagnostic system. Vitros hbcon is used for the qualitative confirmation of (B)(6) in human serum and plasma specimens (heparin, edta, and sodium citrate) that have been found to be repeatedly (B)(6) using the vitros immunodiagnostic products hbsag reagent pack. The vitros hbsag confirmatory kit uses the principle of specific antibody neutralization to confirm the presence of (B)(6). The sample is tested twice: one aliquot is incubated with a neutralizing reagent containing (B)(6) (the confirmatory antibody); the second aliquot is incubated with a non-neutralizing control reagent (the sample diluent). The confirmatory antibody binds to (B)(6) in the sample inhibiting its reaction in the vitros hbsag test. This leads to a reduced result compared to that for the non-neutralized control sample. A sample is confirmed (B)(6) if the % neutralization is determined to be =50%. Vitros hbcon results of (B)(6) were obtained versus expected (B)(6) results as determined by vitros hbsag reagent and non-vitros (B)(6) testing. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is not known if the results were reported from the laboratory as the customer declined to provide that information, when requested. However, ortho was not made aware of any allegation of patient harm as a result of this event. (B)(4).